Event description:
Medtronic received information that during use of a penditure device, the customer reported that the clip was deployed, recaptured and experienced slipping. It was recaptured again and deployed. It was confirmed with a transesophageal echocardiography (tee) and was 0.3mm with no flow. The device was used to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that a sizer was used to confirm the clip size.

Manufacturer narrative:
Device evaluation summary: visual inspection of the deployment portion of the device shows no outward signs of any damage. The deployed portion was used and not returned. The r<(>&<)>d engineer tested the deployment portion and indicated that it performed as expected with no issues noted. Reason for return was undetermined. This regulatory report is being submitted due to retrospective review through CAPA 624392 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.